Manufacturer narrative:
An event regarding wear involving an unknown ceramic head was reported. The event was not confirmed. A visual inspection was performed as part of the material analysis. The mar indicated that "damage was observed on the head, consistent with contact against the insert" the mar concluded: "no material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. The device details could not be established on the returned part due to the damage. Complaint history review could not be performed as the device lot is unknown. The device details could not be established on the returned part due to the damage. A mar was performed and concluded "no material or manufacturing defects were observed on the surfaces examined." The exact cause of the event however could not be determined because insufficient information was provided. Further information such as device details,operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that after a fall approximately a year previously (to (B)(6) 2017), the patient began experiencing pain, limited motion, and a lot of squeaking. Upon taking x-rays, the surgeon reported that the ball was riding off-center (superior) to the shell. Upon performing revision, the surgeon reported that there was eccentric wear, and shards from the ceramic head were discovered in the patient. Procedure was reported to have been performed successfully with no surgical delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after a fall approximately a year previously (to (B)(6) 2017), the patient began experiencing pain, limited motion, and a lot of squeaking. Upon taking x-rays, the surgeon reported that the ball was riding off-center (superior) to the shell. Upon performing revision, the surgeon reported that there was eccentric wear, and shards from the ceramic head were discovered in the patient. Procedure was reported to have been performed successfully with no surgical delay.